Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leak event on 26-may-2024. The infusion set was in use for 4 hours. The glucose level was 341 mg/dl. No further information available.